Event description:
Information received regarding the explanted device notes loss of capture, a high battery impedance of 37 kohms and dashes (---) for programmable parameters. The device was programmed to high output settings. There were no consequences to the patient.